Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate, and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.

Manufacturer narrative:
Device evaluated by MFR. The component could not be dimensionally evaluated as damage to taper during impaction does not allow for accurate results. A majority of the units from this lot were implanted, and there were no units available for evaluation.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).